Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An or manager reported that during an intraocular lens (iol) implant procedure, the patient experienced a posterior capsule rupture and the lens was not supported properly. The iol was removed and a vitrectomy was performed. The procedure was completed with another iol.